Event description:
It was reported that there was chiller malfunction in the arctic sun device. Water temperature unable to cool down. Per follow up information updated from wo on 24jan2024, device was used on patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller unit. The device was evaluated and the reported issue was confirmed as it was noted in decon that the unit was unable to cool. All 3 pumps were functioning indicating a faulty chiller unit. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that there was chiller malfunction in the arctic sun device. Water temperature unable to cool down. Per follow up information updated from wo on 24jan2024, device was used on patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller unit. The device was evaluated and the reported issue was confirmed as it was noted in decon that the unit was unable to cool. All 3 pumps were functioning indicating a faulty chiller unit. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was chiller malfunction in the arctic sun device. Water temperature unable to cool down.